Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported refractive surprises in three bilateral and one unilateral patients following intraocular lens implant surgery. This patient reports her visual acuity is "very, very good" after surgery, intermediate vision was "about the same". The surgeon reported this was a clear lens exchange. Additional information has been requested. There are seven medical device reports associated with this event. This report is for the right eye of the third patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 08/05/2010, 08/09/2010, 08/17/2010, and 08/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).